Event description:
The customer reported that the 9800 system displayed a recharge voltage error message and would not start up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the battery pack. The system was tested and operates as intended.